Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet bionic pancreas with a recent full supply change to a 23-inch, 6 mm contact detach infusion set, and the user noted one low glucose event before the change; no insulin leakage was detected, tubing primed with visible drops, and the device did not issue high or low alerts. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included guided troubleshooting, reconnection after simulated shower disconnect, tubing fill verification, and education on the ilet learning phase and target behavior, with confirmation that the user is making meal announcements. Investigation of this case revealed unclear cause for hyperglycemia, with no device alarms and no evidence of delivery interruption, while the system remained in its learning phase. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.